Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that a device broke off within the solo luer adaptor was confirmed and appears to have occurred during use. The products returned for evaluation were a 4fr s/l powerpicc solo catheter and a non-bd stopcock device. The stopcock device consisted of a stopcock valve/female luer adaptor, extension tubing, and a male luer adaptor. The distal end of the tapered male adaptor was detached from the stopcock device and was found embedded within the solo female luer adaptor on the catheter. Examination of the catheter¿s luer adaptor revealed a series of parallel impressions in the luer adaptor which is likely the result of the luer being grasped with tools such as hemostats. Microscopic examination of the luer adaptor revealed white longitudinal stress crazing at the neck of the luer adaptor. The thread on one side of the luer adaptor was bent upward. An attempt was made to remove the embedded broken off piece from within the solo luer adaptor, but the devices could not be easily separated. The characteristics seen on the returned devices is indicative of a forceful connection at the luer adaptor. This type of damage may possibly be mitigated by reducing the insertion force. H3 other text : device not returned for evaluation.

Event description:
It was reported this incident on (B)(6) 2020 by the hospital, the screw thread was found broken when the patient returned from the scanner. As the device was no longer functional, ablation of the PICC line was necessary.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported this incident on (B)(6) 2020 by the hospital, the screw thread was found broken when the patient returned from the scanner. As the device was no longer functional, ablation of the piccline was necessary.